Event description:
The manufacturer received information alleging a malfunction of a ventilator¿s was alarming. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board, blower assembly and machine flow sensor was replaced to address the issue. There is a evidence of contamination.